Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced difficulty charging the ipg in (B)(6) of 2016. The ipg was unable to establish communication with multiple external devices in (B)(6) of 2016. As a result, the ipg was explanted and replaced which resolved the issue. It is unknown when the ipg was last successfully charged.